Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when the system attempted to do a spin, the gantry would not close and would not dock. It was also reported that the gantry would not tilt. The motor was making abnormal noises and had a burning smell. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hand switch was replaced due to a broken hook, the x-stage cover was replaced due to damage from docking pins, the pendant swivel was replaced due to difficult movement, and the lift and shift cylinder was replaced due to an oil leak. The imaging system then passed the system checkout and was found to be fully functional. The cylinder was returned to the manufacturer for analysis. Analysis found that there were signs of oil leaking at the bottom of the cylinder from the weep hole. One of the wheels on the lift was damaged . Analysis found that the reported event was related to a mechanical issue. The hand switch was returned to the manufacturer for analysis. Analysis found that no functional problem was found. Visual inspection showed a broken rear hanger missing/broken off the hand switch. Analysis found that the reported event was related to a mechanical issue. The x-stage was not returned to the manufacturer for analysis. The pendant swivel has been received by the manufacturer. However, it is under analysis at the time of filing. 10, 180, and 4307 are associated with the system checkout, cylinder, and hand switch. 4118, 3233, and 11 are associated with the pendant swivel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information the exam was completed using a non-medtronic system. The non-medtronic system was used for the entire case. No spins were taken with the imaging system or used. It was noted that the surgeon only wanted the imaging system for a "CT scan".

Manufacturer narrative:
Product analysis was performed on the pendant swivel. The complaint was not able to be confirmed because not enough parts of the assembly were returned. Fdm10, fdr213, fdc67 are applicable to swivel analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.